Event description:
It was reported that patient experienced scrotal swelling and pain, opened up and confirmed no infection, patient just had a hydrocele, but while operating, artificial urinary sphincter (aus) tubing was compromised so physician decided it best to remove everything. No further complications, plan to reimplant around 6 months from now. Should additional information be received, a supplemental report will be submitted.